Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information received: was there a drop in pressure? If yes, did this affect the visibility of the surgeon? Not severe drop but enough to slow the case down to make sure there was optimum insufflation. What was the gas consumption rate or volume (liter/minute)? N/a. Were you able to identify where the leak was coming from? Inner seal. Was a device inserted in the trocar during the leaking? If so, what device? Yes, ultrasonic or grasper. Was any torque being applied to the trocar or device? No more than normal.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.